Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of questionable results with the ldl-cholesterol gen.3 assay for a patient sample tested on the cobas 8000 c702 module. The initial result was 4.0 mmol/l. The repeat results were 4.0 mmol/l and 1.97 mmol/l. No erroneous result was reported outside the lab.

Manufacturer narrative:
The field service engineer (fse) found a blockage in the waste suction pipe of the rinsing station. The fse replaced the tube. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.